Event description:
The patient alleged the down arrow button has become difficult to press and requires several presses in order to achieve desired pump functions. She said the issue has been worsening. There was no evidence of any misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. 'Down' button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contact.